Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One 3i t3® ex hex tapered implant 4 x 10mm) (boet410) with mount was returned for investigation. Visual evaluation of the as returned implant identified signs of use and but no apparent malfunction identified. Functional testing was performed and mount could be normally disengaged from the implant. Hence, the reported event could not be recreated. Pre-existing patient condition was type ii (moderate) bone density and oral hygiene. The device was attempted to locate on tooth site 37 (fdi) and removed same day. X-rays or picture evaluation: x-ray or picture images were not provided. Review of appropriate documentation: documents reviewed: biomet 3i dental implant IFU (p-iis086gi) rev h - (B)(6) 2021 information identified: warnings and precautions. DHR review : DHR review was completed for the subject lot number (2020101303). It was confirmed that all operations and inspections were executed as per applicable procedures. No deviations or non-conformances, which could have caused or contributed to the reported event were noted as part of the DHR. Complaint history review: complaint history review was completed for the subject lot number (2020101303) for does not disengage/release category and no other complaint was identified. Post market trending review: november post market trending was reviewed and there were no actionable events or corrective actions for the reported event. Therefore, based on the available information, device malfunction did not occur and the reported event was unconfirmed.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
The doctor reports that the mount is welded to the implant. The doctor reports that the patient did not suffer any impact on his health, that the procedure was concluded with another implant and that the affected dental position is 37